Event description:
In 2000, the facility's nurse informed the manufacturer's (MFR.) Product complaints manager of the following: the surgeon was unable to thread the catheter through the introducer, it appeared to be the wrong size. Another kit was opened and the surgeon encountered the same problem, but was finally able to get the catheter through and complete the procedure. The initial device in question was discarded. The MFR.'s product complaints manager informed the facility's nurse that it is important when a problem is encountered in the clinical setting, the problem device be returned to the MFR for analysis. She was also informed that since the product in question had been discarded, the MFR's investigation of this event would be limited to a trend analysis and review of the device history record. No further details were provided.